Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A review of the device history record. Device history lot: part: 338.260 (60085218), lot: 1l25582, manufacturing site: (B)(4), release to warehouse date: 09.nov.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: investigation site: (B)(4). Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: shipped back device "ins f/dhs/dcs impactor no. 338.280" 338.260 with lot number 1l25582 is broken. The device is divided into two halves. The breakage occurred at the pin insertion point. The pin is in fact still hosted by a portion of the channel which is broken. The metal parts are not damaged, and it is only the black tip of the impactor to be damaged and broken in two. Furthermore, the two halves where the breakage occurred do not show a smooth surface but a chipped surface. It is also possible to see signs of damage on the extremity of the black part of the device. Dimensional inspection: a dimensional inspection was performed on the broken device 338.260 where was possible and relevant. Document/specification review: the following documents were reviewed: device history record (DHR) 16263274; in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. Summary: shipped back device "ins f/dhs/dcs impactor no. 338.280 singl" 338.260 with lot number 1l25582 is broken. The device is divided into two halves. The breakage occurred at the pin insertion point. The pin is in fact still hosted by a portion of the channel which is broken. The metal parts are not damaged, and it is only the black tip of the impactor to be damaged and broken in two. Furthermore, the two halves where the breakage occurred do not show a smooth surface but a chipped surface. It is also possible to see signs of damage on the extremity of the black part of the device. The following documents were reviewed: device history record (DHR) 16263274; in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. According to evidences is not possible to address the final root cause to a manufacturing issue. Most likely it has been a mishandling of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a pertroch fracture plate fixation with dhs impactor broke directly during insertion of dhs barrel using soft blows. A second dhs instrumentation set was opened to implant the dhs plate accordingly. This second dhs impactor broke under same conditions. Concomitant devices reported: unknown plates: dhs/dcs (part# unknown, lot# unknown, quantity# 1). This report is for one (1) tip for dhs®/dcs® impactor (338.28) . This report is 2 of 2 for (B)(4). This complaint involves two (2) devices.